Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not secure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was not secure. The customer stated that the central processing unit (cpu) tray cover was broke and would no longer hold the feet in place as well as secure the device. The customer requested the part number of the cpu cover tray and foot kit to order and replace. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.